Event description:
It was reported that the patient had symptoms of angina and a confirmed hematoma at the femoral puncture site 1 week [(B)(6) 2013] prior and during this procedure of the mildly tortuous, heavily calcified, 90% stenosed, concentric, de novo lesion of the distal circumflex artery the rotablator was performed and pre-dilatation with a balloon was completed. The 3.0 x 23 mm xience prime stent was implanted at the lesion with 18 atmosphere (atm). It was noted that a perforation had occurred post stenting and the bleeding could not be stopped. Coil therapy was used and the procedure was completed. Additionally, during the percutaneous coronary intervention (pci) cardiac tamponade occurred and pericardiocentesis was performed. Post pci in the operating room the patients cardiac function continued to decrease; the physician attempted to use a percutaneous cardiopulmonary support device (pcps) [intraaortic balloon pump/iabp] but was unsuccessful. There was no blood noted in the vessel; the hemorrhage was confirmed as being from the spleen and the liver. The patient expired while in the operating room from severe bleeding. It was noted the physician does not consider the perforation or patient death related to the xience prime stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hc, rota gw. During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hemorrhage, death, perforation, cardiac tamponade, and cardiogenic shock are known observed and potential adverse events as listed in the xience prime and xience prime ll everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.